Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a power loss error. The patient's blood glucose at the time of incident is unknown. The customer was advised to remove the battery from the pump for ten minutes. When the battery was reinserted the pump alarmed with failed battery test. The customer was unable to update their time and date. The alarm history was also reviewed and two no delivery alarms were found. The customer was advised to revert to a medically prescribed back-up plan. The pump is eligible for replacement; however, no products have been shipped or returned as of yet.